Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level identified as dangerous by healthcare professional. Reportedly, customer was not wearing a non-tandem continuous glucose monitor (cgm), and was not manually checking bg levels. Additionally, customer was experiencing alcohol consumption issues which contributed to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.